Manufacturer narrative:
Custom pak - the customer's complaint history was reviewed for the one year, this is the first complaint reported for this issue. The finished good lot and build could not be reviewed as a lot number was not provided. Irrigation cannula - the condition of the product could not be verified, and a lot number was not indicated for this complaint, therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Custom pak - a sample was not returned for this issue. A design of experiments (doe) to duplicate the customer's experience was performed. The luer lock syringe that the customer used and 3 different cannulas were removed from current warehouse stock to be tested. Each syringe and cannula was visually inspected for damage of any type. The luer lock syringe has threading on the tip. The cannula does not have threading, but flanges on the base instead. Each type of cannula was connected to each type of syringe and filed with 3cc of water. The syringe required pre-filling as it is very difficult to will the syringe with the cannula attached. The water was then ejected. When the cannula was fully crewed into the syringe threading (requiring a half turn of the cannula) the cannula would visually appear screwed in and remained affixed with normal handling of the syringe. When the pressure was applied to the plunger of the syringe the cannula would pop off. Irrigating cannula - no samples were returned for eval. The sample could not be functionally tested. Custom pak - while a sample was not returned; it is believed that the root cause is user handling. The cannula was not fully engaged in the thread of the syringe resulting in it coming off. Irrigating cannula - because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. (B)(4).

Event description:
A licensed practicing nurse (lpn) reported that during the hydro-dissection portion of a cataract surgery, the cannula came off and 'ripped across the endothelium. Add'l info was provided on (B)(6) 2012 by the surgeon who indicated that at end of that phaco when she was preparing to inject balanced salt solution (bss) into the main 2mm corneal incision/wound tip to help seat it, the cannula was slipped in the wound lip against the anterior corneal lip. The cannula shot off the syringe and hit the posterior chamber intraocular lens (pc iol) and the corneal endothelium in the visual axis immediately showing a "luck" or scar. The surgeon removed the cannula from the eye. The surgeon indicated the cannula was checked for security by the scrub tech prior to handing it off to her and it was also checked by the surgeon herself prior to squirting in the eye.